Event description:
It was reported that during a bleb resection procedure, the surgeon fired device less than all the way to the distal end. Blade would not return. The surgeon used the reverse button and returned the blade. Case completed with another device of the same product code. There were no patient consequences reported. One device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact the analysis found that one pse60a device was returned in good visual condition and with an ecr60t cartridge reload present. The cartridge was received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.